Event description:
It was reported that the needle did not retract and medication leaked out of needle during use with a bd safetyglide¿ needle. The following information was provided by the initial reporter: it was reported the retractable spring does not retract. It was also reported that medication leaked out of the needle. Patient was involved but no harm or adverse effects.

Manufacturer narrative:
H.6. Investigation: a total of 12 sealed packaged safetyglide needles from multiple batches were received, all were p/n 305900. 4 packages were from the reported batch 8212561, 1 package was from batch #8285702, 7 packages were from batch 9316337. Since the described alleged defect is not applicable to this product, the samples could not be evaluated. It was also unknown for what purpose the samples for the two additional non-reported batches were sent. The described alleged defect of issues with a ¿retractable spring¿ and needle ¿not retracting at all¿ are not applicable to this product. The safetyglide needle product does not have a retractable spring and the needle in this product does not retract per specification. Since no clarification was received regarding the alleged failure, no investigation can be performed on the returned samples. The reported defect was not identified in the samples received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle did not retract and medication leaked out of needle during use with a bd safetyglide¿ needle. The following information was provided by the initial reporter: it was reported the retractable spring does not retract. It was also reported that medication leaked out of the needle. Patient was involved but no harm or adverse effects.